Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been lost to follow ups, since implant (B)(6) 2010, upon interrogation the device exhibited backup vvi mode. The physician decided not to explant the device at this time. No additional information was available.